Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a teflon infusion set and a manually filled insulin cartridge; the user noted a morning blood glucose of 260 mg/dl, entered a larger-than-usual meal announcement for toast with peanut butter due to the elevated level, and later observed a blood glucose of 338 mg/dl despite reporting no odor or dampness at the infusion site and having recently replaced supplies. Symptoms included elevated blood glucose. Outcomes included need for additional monitoring and plans to switch to backup therapy if glucose did not trend back to range. Investigation included data synchronization from the ilet mobile app and phone-based troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or infusion set failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.